Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited high thresholds and high impedance. Noise and oversensing was noted on the high atrial episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.